Event description:
It was reported that the device was leaking. No additional information.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked tank cover and corroded drain fitting. Functional testing found the device leaked water from the reservoir confirming the customer complaint. The root cause of the reported issue was found to be customer damage. Replaced the tank cover and drain fitting. Device passed all functional testing.